Event description:
Patient had standard t2 tibia nail in right tibia. Patient had pain in distal and proximal areas of tibia (where proximal and distal screws were placed). Surgeon performed extraction of nail, end cap, 5.0 proximal fully threaded locking screw, 5.0 fully threaded distal locking screw, and 5.0 fully threaded distal locking screw. Surgery was routine. No replacement device was used. Rep reported that "none of the hardware removed was broken. The devices extracted were primary product.

Manufacturer narrative:
Device is not available for investigation. If further information become aware, a supplemental report will be provided.